Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿green liquid¿ coming out of the controller¿s white power cable was confirmed via the provided photo. The provided photo showed a green substance consistent with fluid ingress on the opening between the connector nut and the strain relief of the white power cable. No further visual inspection was performed as the heartmate ii system controller (serial number: (B)(6)) was not returned for evaluation. Additional information provided stated that the controller would not be returned for evaluation as it was disposed of. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 05jun2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was green liquid coming out of the white power plug on the controller. The controller was exchanged.